Manufacturer narrative:
--

Event description:
--

Event description:
Boston scientific crm received information that this product may have contributed to a patient infection. The patient was hospitalized for monitoring and the infection is reportedly resolving.

Manufacturer narrative:
The device has not been returned. If further information becomes available, this event will be submitted.

Event description:
Additional information was recently received that the patient condition was determined to be a lower respiratory tract infection and not related to the cardiovascular system. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.